Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the user performed pre-cleaning, but they may have performed insufficient brushing and inadequate manual cleaning (reprocessing that was deviated from the instructions for use). The foreign material could not be identified. The event can be prevented by following the instructions for use which state: "important information ¿ please read before use: using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and infection." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and the bending angle in the up/down and left/right direction and the play of the up/down knob was out of standard due to wear of the angle wire. Also, evaluation found the image guide protector was cut, the scope cover was dented, the grip was dented, the suction cylinder was shaved, the universal cord was discolored, automatic brightness adjustment did not work due to damage to the electrical connector, the water removal ability did not meet the standard value due to clogging of the nozzle, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the angulation of the gastrointestinal videoscope was reduced. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material and the scope cover and bending section cover was dirty. The report is being submitted due to the foreign material in the nozzle and the scope being dirty found during evaluation.